Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
During device preparation, the status light on the tactisys was lit in red. The catheter was replaced with a catheter of a different lot, but the same issue recurred. The second catheter was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded both reported catheters.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.